Event description:
A customer reported experiencing a cartridge alarm issue with their pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to load a new cartridge using the correct technique; however, the cartridge alarm persisted. As a result, technical support decided to replace the pump even though it was out of warranty.